Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The dso (downstream occlusion) sensor and rear housing will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was "sporadic cassette detection failures". There was no patient involvement and no patient harm/adverse event reported.